Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high and low blood glucose levels on two different occasions. The customer's blood glucose value was 230 mg/dl at time of call. Initially, the customer requested assistance with the pump. No other information was provided.